Manufacturer narrative:
Results: the returned penumbra system 3max reperfusion catheter (3maxc) was fractured at approximately 28.0 cm from the hub. The catheter outer diameter (od) was measured along the shaft and the measurement was 0.0625¿ maximum at proximal shaft and 0.0491¿ maximum at distal shaft. The od measurement was within specification. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. If the device is advanced through the reported tortuous patient anatomy resistance will encounter. Forcefully advanced against resistance may cause the device to become fractured. Evaluation of the returned jetd revealed an ovalization on the catheter. Based on the reported complaint, this damage was likely a result of forcefully gripping the device with the clamp while retracting from the patient body. Further investigation revealed that the jetd was fractured near the ovalized location. This damage was incidental and could have happened after removing from the patient body. A device malfunction could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00729.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00729.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jetd reperfusion catheter (jetd) from a penumbra system jetd kit. It should be noted that the patient's anatomy was very tortuous. During the procedure, the physician experienced resistance while manipulating the 3maxc into the target vessel through the jetd and a neuron max 6 f 088 long sheath (neuron max). As the physician continued to advance the 3maxc, it was reported that the 3maxc broke at the rhv of the jetd. The physician then clamped the jetd using a kelly clamp and extracted the 3maxc. It was also reported that, upon clamping the jetd, it became crushed. The rhv, 3maxc, and jetd were, therefore, removed from the procedure. The procedure was completed successfully using a velocity delivery microcatheter (velocity), a penumbra system 3d reperfusion catheter (psr3d), a penumbra system 5max reperfusion catheter (5maxc), and the same neuron max. There was no report of an adverse effect to the patient.